Event description:
It was reported that bd nexiva needle pierced the catheter. The following information was provided by the initial reporter: when spr nurse started IV #20 gauge, on pt today, when advancing the catheter, the plastic catheter kinked and the metal introducer went through the plastic catheter at a different angle. The rn took the catheter out and it was all accounted for. This could have dislodged completely and been left inside the vein. Several staff nurses in the last 2 weeks have given feedback that the 20 gauge ivs have changed since go live week. They state the catheters feel 'sticky' once they get blood return. They did not have any difficulty the first full week when product first was used.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.